Manufacturer narrative:
(B)(4). Approximate age of device ¿ 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2017 the patient was admitted to the hospital for pump thrombosis with symptoms being dark urine and a lactate dehydrogenase (ldh) level in the 1300¿s u/l. The system controller log files were submitted to the manufacturer's technical services team for review. There were no unusual events noted other than a slow rise in pump power over the 33 days of data captured in the log file. The patient was placed on heparin and integrilin. On (B)(6) 2017, the patient¿s ldh was 1143 u/l and on (B)(6) 2017 it was 988 u/l. On (B)(6) 2017, the patient remained hospitalized on heparin and integrilin with an ldh of 755 u/l. The ldh continued to slowly decrease, and on (B)(6) 2017 was 606 u/l. The patient's urine was clear. On (B)(6) 2017, the patient was still hospitalized but was stable with an ldh of 670 u/l and an inr of 2.2. With a goal of greater than 2.5. A pump exchange was discussed, but the patient elected to postpone a pump exchange for as long as possible. No additional information was provided.

Event description:
It was reported that after admission on (B)(6) 2017, the patient was started on high intensity heparin infusion and the patient¿s lactate dehydrogenase (ldh) was monitored. A urinalysis performed on an unspecified date was negative and a chest computerized tomography (CT) scan was completed with no sign of thrombus. Integrilin infusion was started on an unspecified date and then discontinued on (B)(6) 2017. Heparin was discontinued on (B)(6) 2017. Ldh stabilized and the patient was bridged to coumadin with an inr goal of 2.5-3.5. Reportedly, there was no evidence of hemolysis. The patient was discharged home on (B)(6) 2017 with close monitoring. The patient was listed as status 1a for transplant due to pump thrombosis.

Manufacturer narrative:
Device evaluation: no product was returned for evaluation. A direct correlation between the pump and the reported event could not conclusively be established through this evaluation. The four submitted system controller log files contained no unusual events in the event history and the pump appeared to be working as intended. Thrombosis and hemolysis listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.